Event description:
It was reported to philips that the device's down arrow soft key is damaged / torn. There was no reported functionality loss. There was no reported patient involvement/adverse patient impact.